Event description:
Reporter alleged customer's blood glucose measured 40mg/dl back to back with a result of 34mg/dl when testing was performed 1 min apart however, customer had no low symptoms at the time. It was stated testing was performed on customer's relative and a result of 489mg/dl was compared back to back with a result of 141mg/dl when tests were taken 90 secs apart. As a result customer reportedly went to a nurse's office who tested relative's glucose to be 130mg/dl. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.